Event description:
It was reported via repair work order that the bed exit going off and alarm not audible is due to the malfunctioning of the bed exit beeper. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.